Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Device had biological residue lodged in one side of jaw. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur when biological residue builds up in the jaws of the device from prolong use or use in more than one procedure or large solid particle lodges in jaws of the device. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic thoracotomy procedure. The suturing device was being applied to the chest. The needle broke into two pieces and fell into the cavity of the patient. An x-ray was performed that day. The other half could not be found. There was no additional patient harm. The patient outcome is alive, no injury.